Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 14mmol/l. The customer pump was damaged at the front and used tape for a while. The customer insulin pump fell into the water and it not functioning correct. The customer stated there is clearly water damaged. The customer was advised that we will send a new pump and defect pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the leak test; leaking through the keypad overlay and cracked case behind the insulin pump near the battery compartment. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump was received with peeling keypad overlay, cracked case behind the pump near the battery compartment, missing display window cover, scratched case, faded serial number sticker and minor scratched lcd window.